Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an issue with the meter. The customer stated the meter's readings were higher than the hospital's meter. The customer stated she would use the insulin pump to treat, however she thinks that since the meter was wrong she had been over correcting. The customer's blood glucose level was 150 mg/dl. The customer also reported a hospitalization for chest pains. The customer reported that she has had bent needles in the past. The products were not replaced or returned. No further details were provided.